Manufacturer narrative:
(B)(4)

Event description:
It was reported that asymptomatic patient presented in-clinic for a scheduled follow-up. Upon interrogation, the clinician observed high capture thresholds, a drop in r-waves and a slight drop in pacing lead impedance. The patient was stable throughout the interrogation and will continue to be monitored.